Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to report any further malfunctions if they occur and acknowledged this guidance.